Event description:
It was reported to ge that the horizontal tube arm was lifted out of its mounting bracket allowing the tube arm assembly to fall. Apparently, it struck the chair causing damage. No injury was reported. Evidently this unit was not retrofitted with a retaining collar that was provided for dental systems in 1983.